Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) lead was found to have exhibited high threshold measurements. Programming changes were made to resolve the issue. The patient was in stable condition.